Event description:
It was reported by the aci clinical specialist that on (B)(6) 2013 a patient underwent a diagnostic coronary catheterization procedure. Access was obtained above the femoral bifurcation via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the physician shuttled down there was no advancer tube present. The device was removed and the patient was converted to 20 minutes of manual compression at which time hemostatis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant wa not returned and the advancer tube was engaged to the proximal tamp lock. The catheter, shuttle cartridge, the advancer tube and the procedural sheath were inspected for anomalies that may have obstructed the device path during deployment. Damage was observed at the distal tip of the procedural sheath. However, it is unknown if the damaged sheath contributed to the reported failure to deploy and root cause could not be conclusively determined. The review of the lhr (lot f1307804) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the reported event could have been from incomplete engagement of the advancer tube and the reported failure to deploy could not be conclusively determined.